Event description:
Last day of radiation to r chest for stage IV metastized breast cancer, I developed small burn. Area was dressed with mediflex. Three days later, when dressing changed, entire area burned under dressing. Larger pad put in and this continues until entire right chest wall burned including under armpit and small back area where dressing had wrapped around. One month later, radiologist realized I was having a reaction to dressing. Entire right chest wall left uncovered with silver sulphadiazine cream applied. It is now feb 25, areas still raw but healing. With patch test, it was confirmed I have developed a severe reaction to silicone. Early on when I started ibrance, I developed mouth sores which stopped when I began using plastic ware. I have never had any allergy and am (B)(6) yrs. The only thing different is ibrance. I am also now allergic to paper tape. Also, when taking ibrance, I do become nauseous. All has been documented in my medical chart. I take 100mg for a 21 day period. I am seriously considering discontinuing ibrance. Will speak with my oncologist after lab work next week. Burns were severe and complete healing has not yet occurred. I take ibrance with letrozole. All was documented with photographs. Radiation was 6 week and I had no burn until the small 3/4" area on the next to last day. The initial dressing was 4"x4". In the end, my entire right chest including right armpit had massive burns.